Event description:
It was reported that patient enrolled in clinical study and underwent hip arthroplasty on (B)(6) 2012. During preparation of the acetabulum, the drill bit fractured. The surgeon opted to leave the fractured piece in the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown.